Manufacturer narrative:
The return status of the valve and the reason for explant have been requested. At the time of this report no response has been received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Patient weight was not provided to medtronic. (B)(4).

Manufacturer narrative:
Additional information was received that the conduit was removed due to stenosis. The recent echocardiogram demonstrated a maximum gradient of 55-60 mmhg across the conduit. The conduit was implanted when the patient was (B)(6). Now at age (B)(6), the patient is in otherwise good health. (B)(4).

Event description:
Medtronic received information that approximately forty months following the implant of this valved conduit, the conduit was removed. A second conduit was implanted and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.